Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experience high blood glucose. The customer¿s blood glucose level was current 257 mg/dl, 595 mg/dl. Customer not using auto mode. Customer noticed the smell of insulin coming from the insulin pump. Customer the symptoms they have expressed may be indicative of the possible onset of diabetic ketoacidosis. Customer treated for low blood glucose with food. The insulin pump will not be returned for analysis.